Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# 0209168594, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_ext, product type: extension. (B)(4).

Event description:
Additional information received reported that, as of (B)(6) 2015, the patient was still receiving antibiotics. The patient was "probably" going to be re-implanted ¿around¿ september.

Event description:
It was reported that the patient developed an escherichia coli infection at the lead and extension location during a trial. Additionally, the patient experienced a burning sensation. The patient was administered antibiotics for the infection and the lead was explanted as a result. The reporter indicated that the patient was "probably" going to be re-implanted because she felt ¿relieved¿ in the previous month. Additional information regarding patient recovery following the infection was requested, but was unavailable as of the date of this report. A supplemental report will be submitted when this information is received.